Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not recognizing that it is open or shut. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer not recognizing close. A field service engineer (fse) had removed the drawer and found the inseparable magnet missing. The fse replaced the inseparable magnet and completed testing in the hardware test application (hta). The issue was resolved. The system functioned as intended after the field service engineer repaired the device.